Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level (close to 30 mmol/l) and diabetic ketoacidosis (ketones 7 mmol/l), which the patient tried to treat with insulin via injection. Reportedly, the event was due to multiple kinked cannulas. The infusion had been used for less than one day. Subsequently, on (B)(6) 2019 at 2:00 pm approximately, the patient was admitted to the hospital where insulin infusion, glucose infusion, fluids, potassium infusion and phosphate tablets were given as corrective treatment which resolved the issue. In the morning of (B)(6) 2019, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.